Event description:
It was reported that the customer mentioned that he had a low blood glucose level and needed medical assistance. Customer called the outreach team at medtronic and customer stated that he has not had any hospitalization or emergency assistance needed. Customer stated that he told the last representative the same thing. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.